Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the event was observed remotely. There were no patient consequences.